Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor 0f8a524ag has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event code 11, 224, and 227, and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. Customer received an unspecified high sensor scan result and experienced foggy vision, sweating and slight dizziness. Customer was unable to self-treat and was administered an insulin injection from a healthcare professional, customer was then taken to the hospital and was provided an unspecified intravenous drip for a hypoglycemia diagnosis. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. Customer received an unspecified high sensor scan result and experienced foggy vision, sweating and slight dizziness. Customer was unable to self-treat and was administered an insulin injection from a healthcare professional, customer was then taken to the hospital and was provided an unspecified intravenous drip for a hypoglycemia diagnosis. No further treatment was reported. There was no report of death or permanent impairment associated with this event.